Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar complaints reported from this lot. It should be noted that the mitraclip g4 system instructions for use (IFU) indication for use section 1.0 states: ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). The off-label use was due to the mitraclip device being used on the tricuspid valve. Based on the available information, the reported single leaflet device attachment (slda) appears to be due to the off-label use. The reported unexpected medical intervention is the result of case-specific circumstances, as an additional clip was implanted for stabilization of the slda clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring an additional clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ and tricuspid regurgitation (tr) with grade 4+. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed successfully reducing mr to <1. Then, the physician switched over to treat the tr. The cds was advanced to the tricuspid regurgitation and the clip was deployed. After the clip was deployed, the clip detached from the posterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). One additional clip was implanted for stabilization, reducing the tr to 3-4. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report the single leaflet device attachment (slda) requiring an additional clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ and tricuspid regurgitation (tr) with grade 4+. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed successfully reducing mr to <1. Then, the physician switched over to treat the tr. The cds was advanced to the tricuspid regurgitation and the clip was deployed. After the clip was deployed, the clip detached from the posterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). One additional clip was implanted for stabilization, reducing the tr to 3-4. No additional information was provided.